Event description:
According to the reporter, a patient was intubated but the device failed. It was changed three times before a different style of the device was used. All tubes were inspected and found that they developed a leak at the same point where the balloon adheres to the tube. Multiple interventions were made to correct the issue including bronchoscopy and repeated trach changes that delayed attempts at ventilator weaning and patient's progress.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the cuff presents a cut. Functional testing noted that an inflation and deflation test was performed. Air was applied to the cuff using a syringe and it was observed the cuff immediately. It was reported that a patient was intubated but the device failed. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.